Event description:
Patient reported "right side rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture. And capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, underweight and crease fold, a microscopic analysis was performed which identify crease sharp opening in the posterior. Based on the device analysis the final assessment is: two crease sharp opening in the posterior assessed to a fold flaw opening. Non-penetrating nick.(stress marks)

Event description:
Device has been explanted.